Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned, nor has a specific product problem been reported. No conclusion can be drawn at this time. See MDR 1213643-2009-00373 for info related to the ventralex mesh implanted in 2005.

Event description:
Attorney reported: in 2005 - the pt had hernia repair surgery. During such surgery, a bard/davol composix e/x, model no.: 0123680, was surgically implanted into the pt's body. At approx 9 months later, the pt had hernia repair surgery performed. During such surgery, a bard/davol ventralex kugel hernia patch, model no. 0010302 which included the memory recoil ring and dual mesh technology, was surgically implanted into the pt's body. Since the pt's initial hernia repair surgeries, the pt has had undergone numerous additional surgeries and hospitalizations, due to complications associated with the defective mesh. As a direct and legal result of the defective condition of the hernia mesh patch implanted into the pt's body, the pt has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, embarrassment, mental anguish, loss of capacity for the enjoyment of life, expenses of hospitalization, medical and nursing care treatment, loss of earnings, loss of the ability to earn money in the future, and a shortened life span.